Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button during fill reservoir sometimes does not respond. Customer's blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar were not moving with no input. Customer states the pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.